Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital. The patient had small morphology, and the pacing was not as expected. The patient had poor energy, nausea, loss of appetite, and there was fluid around his lungs. Technical services (ts) referred the patient to their physician for follow up. This ICD remains in service. No additional adverse patient effects were reported.